Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up, displayed "system fault 37" and "pacer fault 115" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report, when our investigation is completed.